Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 300 mg/dl. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 unit. The customer reported insulin exit with manual prime. The customer was advised that the pump is working as designed. The customer was advised that the alarm was caused by set/reservoir occlusion.